Event description:
Same case as MDR #6000093-2006-02706. It was reported by the pt that: during a coronary drug eluting stenting treatment procedure, the guidewire became entrapped and broke. Two taxus express2 otw drug eluting stents of unknown size were implanted in the right coronary artery (rca). A non boston scientific guidewire was used. "During the procedure, the guide wire became entrapped and broke and could not be removed." The pt went to surgery for open heart bypass. "The tip of the guide wire could not be removed and is still retained in pt." No add'l info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.